Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed device evaluation: the device was returned and evaluated. Initial leakage and electrical safety tests found no faults. The suction stoppers were replaced, the channel tube had foreign materials visible at the distal end side, and the adhesive of the bending section cover was broken. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The scope channels were precleaned with enzymez. The scope channels and distal end were manually cleaned with enzymez and a pultru brush. The scope was not manually disinfected. Soluscope was used as the automatic endoscope reprocessor (aer) along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored in a simple cabinet with no drying function. Olympus will be used for repair and maintenance. The culture test was not carried out on the aer. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h10 of the first supplemental repot, the reprocessing information added to the first supplemental report of h10 was inadvertently added. The reprocessing information in the initial is correct. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: flushing was not performed for air/water channel nor auxiliary water channel at precleaning. Brushing was not performed for biopsy port or suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing was conducted insufficiently due to the deviation in user reprocessing method. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The scope channels were precleaned by aspirating water through the suction channel with uno-flush detergent. The scope channels and distal end were manually cleaned with neodisher endo dis active and a racoon cleaning brush (cle1-c2-50-18-230). The scope was not manually disinfected. Wassenburg mositech wd440 was used as the automatic endoscope reprocessor (aer) along with endohigh detergent and endohigh paa disinfectant. The scope was stored horizontally in a storage cabinet with drying function (plasma typhoon). Olympus was used for repair and maintenance. The scope was not sterilized. The culture test was not carried out on the aer. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation has not yet been completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during routine microbiological testing of the colonovideoscope, the channels tested positive for four (4) colony forming units (cfus) of escherishia coli. According to the customer, the device had been cleaned twice, without success in bacterial removal. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.